Manufacturer narrative:
Evaluation: our evaluation of the returned introduction system confirmed the report. The guiding catheter and the pushing catheter were included with the return. The proximal end of the guiding catheter has strectched and separated from the proximal fittings, rendering the introduction system inoperable. The pushing catheter is kinked approx 29 cm from the proximal end. During our evaluation, a cotton leung biliary stent (clso-10-12) from our shelf stock was loaded onto the guiding catheter. Resistance was encountered when loading the stent onto the catheter. Due to the condition of the device (guiding catheter separated from proximal fittings), a functional test to verify difficulty in stent deployment was unable to be conducted. Because the introduction system exhibited stretched areas and resistance was encountered in loading a stent onto the guiding catheter, resistance in stent deployment is likely to have occurred during use, as reported. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: info reported indicated the endoscope was in a torqued or retroflexed position during the procedure. A tightly curved endoscope position could have contributed to the reported difficulty with guiding catheter removal difficulties. The specific endoscope model number was requested but was unable to be provided. The instructions for use caution the user that coordination of the endoscope accessory channel size with compatible devices is essential in order to obtain optimal results during a procedure. The user is directed to refer to the package label for the minimum endoscope accessory channel size required for this product. Attempting to use the product with an incompatible endoscope could have contributed to the reported observation. Stretching of the guiding catheter, separation from the proximal fittings and kinks in the pushing catheter can occur if excessive pressure is applied during removal of the guiding catheter. Info provided indicated the user experienced difficulty removing the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have caused separation of the proximal fittings from the guiding catheter. Prior or distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record for the possible lot numbers confirmed that these lots met mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endosocpy oasis - one action stent introduction system. During the procedure, the endoscope was in a torqued or retroflexed position. Once the stent was in place inside the duct, the stent would not deploy (resistance was encountered when attempting to remove the guiding catheter of the introduction system from the stent). During removal of the stent and introduction system as a unit, the guiding catheter separated from the proximal fittings. The physician used hemostats to grasp the end of the catheter to remove the introduction system and the stent from the endoscope. Another stent device was used to complete the procedure. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.